Event description:
It was reported that a spectrum infusion pump was alarming system error 105 in the medical surgical care area. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The reported symptom was observed during the power up and caused by a failed motor (seized). The failed motor assembly was replaced.